Event description:
A healthcare professional (hcp) reported via manufacturing representative that the surgeon felt the device was not functioning properly intra-operatively. There was a 5-minute delay in the surgical procedure. The procedure was completed with backup product(s). The patient was alive - no injury. On follow-up, it was reported that on the machine, the tube would not register or show up as complete with green checkmarks. For troubleshooting, tube was manipulated, new machine was obtained, ended up reintubating the patient. It was mentioned that the user was alerted when plugging in the electrodes, the icons next to the tube remained with a red x.

Manufacturer narrative:
H3: product analysis confirmed that electrically, the resistance of the tube from end to end shall be less than 200 ohms and the actual measurements had no reading on any of the electrodes. There were no shorts between circuits. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.